Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 with a non-compatible guidewire in the device. The device and the catheter shaft were analyzed for damage. The catheter shaft showed 2 kinks. 1 of the kinks was located 54cm from the tip and there was a severe kink located 109cm from the tip. The guidewire that was in the device was sticking out of the tip approximately 12cm and the proximal end of the wire was sticking out approximately 56cm. The device was connected to the jetstream console per the IFU and was functionally tested for rotation issues. The device did not rotate as designed. The guidewire was then pulled from the device with a restriction. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the device became entrapped on the guidewire. The target lesion was located in the left superficial femoral artery (sfa). A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure. After five minutes of run time in the left sfa, the device was retracted in order to take an image of the progress. However, the device became entrapped on a non-bsc guidewire. The catheter and guidewire were removed together. A new device, same model, was used to complete the procedure. There were no patient complications.

Event description:
It was reported that the device became entrapped on the guidewire. The target lesion was located in the left superficial femoral artery (sfa). A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure. After five minutes of run time in the left sfa, the device was retracted in order to take an image of the progress. However, the device became entrapped on a non-bsc guidewire. The catheter and guidewire were removed together. A new device, same model, was used to complete the procedure. There were no patient complications.